Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that 13 hours after intubation, the voice leaked. The cuff was inflated but soon the air came out. The tube was replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The cuts made in the inflation line in the returned device is not related to the manufacturing process.